Event description:
It was reported that during a tuna procedure patient felt hot in the area where the grounding pad was placed. After the second lesion was performed, the procedure was discontinued. A 2 cc light burn area was seen in the area where the grounding pad had been placed. The patient was referred to dermatology where the light burn was treated with ointment.